Event description:
It was reported that during the implant procedure, it was difficult to get adequate right atrial (ra) lead sensing and pacing thresholds despite trying several positions. The lead was removed and another different model lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).